Manufacturer narrative:
Reporter is a synthes employee. Part: 311.43, synthes lot: 6049474, supplier lot: na, release to warehouse date: december 31, 2008, manufactured by synthes (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the handle with quick coupling, small was received at us customer quality (cq) with the endcap slightly loose but able to fit onto the handle. Also, the tap holder assembly of the device was loose. There are no signs of breakage on the device. This is not consistent with the reported complaint condition. Therefore, the complaint is not confirmed. The device looks worn. Conclusion: after a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection of a loaner set on an unknown date, the handle with quick coupling was observed damaged with a severe/broken/missing piece. There were no patient and surgical involvement. This report is for a handle with quick coupling, small. This is report 1 of 1 for (B)(4).